Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, rv pacing impedance rose to 4047 ohms and then varied between 4047-323 ohms, up from a trend in the 304-380 ohm range. Alert rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 63; beginning (B)(6) 2016 ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes with noise. High pacing impedance was also noted and a fracture was suspected. The lead was reprogrammed initially and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.